Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Device evaluation: lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found the haptic bent and broken, the lens torn into 2 pieces. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -5.50 into the patient's right eye (od) on (B)(6) 2017. On the same date the lens was exchanged for a longer lens due to low vault. It is unknown if the surgery was performed intraoperatively or not. The problem was resolved.

Manufacturer narrative:
The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. (B)(4).